Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer stated its unknown if they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or if the device was used for a procedure with the foreign material attached to it. It¿s unknown if there was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. It¿s unknown if the endoscope was immersed in the detergent solution. It¿s unknown if the surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation confirmed the customers allegations. The evaluation also identified the following faults: the angulation play was out of specification, there was looseness in the air/water supply , the bending section adhesion was cracked, the bending section adhesion was cloudy, the image disappeared, the objective lens adhesion was cloudy and had peeled, the light guide lens was cracked, the light guide lens adhesion was cloudy, cracked, and peeling, there was corrosion on the connector contact, there were scratches on the image guide coil, the air/water cylinder paint had peeled and the switch 1 was scratched, there were also scratches on the forceps opening, the operating and connector portions of the device. The investigation is ongoing and a supplemental report will be submitted when the investigation is completed and if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had insufficient angulation. There were no reports of patient harm associated with this event. The subject device was subsequently returned to olympus and evaluated. During the evaluation foreign matter was found to be clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.